Event description:
It was reported that all insulin in reservoir leaked into insulin pump and there was a strong smell of insulin.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.